Event description:
After use of product, experienced extreme redness, dryness of eye, bloodshot, pain, greasy residue possible beginnings of keratitis had to stop wearing contacts and used clinical strength eyedrops in interim. Dose: dimesized 2x a day. Dates of use: app. (B)(4) - (B)(6) 2011.